Event description:
The patient underwent surgical intervention due to the fact that the drill bit broke off during a total knee replacement procedure while drilling in the surgical site (within the patient's left knee). Staff was unable to retrieve broken drill bit, so the surgeon decided to close the wound and take post operative x-rays.